Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use the safety shield failed with 10 devices and 1 needle stick injury occurred with a bd vacutainer eclipse blood collection needle. Further information about needlestick injury was not reported. The following information was provided by the initial reporter: when activating the pink shield, the shield comes parallel to the needle and doesn¿t cover it which in one case caused a needle stick injury.

Event description:
It was reported that after use the safety shield failed with 10 devices and 1 needle stick injury occurred with a bd vacutainer® eclipse¿ blood collection needle. Further information about needlestick injury was not reported. The following information was provided by the initial reporter: when activating the pink shield, the shield comes parallel to the needle and doesn¿t cover it which in one case caused a needle stick injury.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.